Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer tubing overlay was breached cut. It was noted that the lead was returned with insulation cuts and conductors cut at 25.5 cm, all explant damage. It was also noted that the defibrillation conductor was distorted, the defibrillation conductor was cut, the proximal conductor was cut, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking and was breached (non-electrical), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The device is part of the advisory for this model.

Event description:
It was reported that during the device changeout, the physician felt that the lead had been damaged upon extraction of the device, as the lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.